Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported a cracked cartridge that was discovered during an intraocular lens (iol) implant procedure. No harm to the lens or the patient was occurred. The lens was successfully implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified 26.5 diopter lens, handpiece and viscoelastic. Iol product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).